Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: carto 3 system, lasso 2515 nav mapping catheter. (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that one symptomatic atrial fibrillation patient in the unblended group developed femoral pseudoaneurysm which was managed with a thrombin injection. Based on the facts of the case and the author&#38112;assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "contact force sensing technology identifies sites of inadequate contact and reduces acute pulmonary vein reconnection: a prospective case control study." The purpose of this study was to test the hypothesis that the use of contact force technology during pulmonary vein isolation for atrial fibrillation would translate into lower acute pulmonary vein reconnection rates. Suspected device is thermocool smarttouch ablation catheter, however catalog and lot number are unknown.